Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. One device was received. Per visual inspection, cracked enclosure and tank cover, faded line cord, and outdated printed circuit board (pcb) and power switch. Per functional testing, the temperature of the device could not be adjusted because the pot on the pcb used for that was damaged, confirming the complaint. The root cause was damaged temperature setting potentiometer on the pcb board from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device had "heating issues". Patient involvement unknown.